Event description:
It was reported that during a percutaneous coronary intervention, a balloon deflation issue occurred. The 90% stenosed target lesion was located in the non- calcified and moderately tortuous proximal to distal right coronary artery (rca). After a 5f guiding catheter crossed the lesion, an unspecified balloon catheter was used for pre-dilatation. A 3.00x32mm promus element¿ plus stent was advanced to the target lesion and was inflated at 16atms. When the device was deflated after 20 seconds of inflation, the customer could not fully withdraw the contrast from the stent balloon catheter. A second inflation was performed at 16 atmospheres and but the balloon could not be deflated. The balloon was 20% deflated and 80% inflated. The device was then retracted to the 5f guiding catheter and strong resistance was encountered. The device was removed intact. It was reported that the ration of contrast to saline was "12 and 8". Another promus element stent was placed on the distal side of the lesion and the procedure was completed. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent was not returned for analysis. The balloon was partially inflated with a clear liquid. Using an encore inflation device the balloon was deflated without any issues noted. A product mandrel was inserted with no issues noted. The balloon was inflated to nominal pressure and deflated with no issues. The inflation device was verified before and after use with a calibrated pressure gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon deflation issue occurred. The 90% stenosed target lesion was located in the non- calcified and moderately tortuous proximal to distal right coronary artery (rca). After a 5f guiding catheter crossed the lesion, an unspecified balloon catheter was used for pre-dilatation. A 3.00x32mm promus element plus stent was advanced to the target lesion and was inflated at 16atms. When the device was deflated after 20 seconds of inflation, the customer could not fully withdraw the contrast from the stent balloon catheter. A second inflation was performed at 16 atmospheres and but the balloon could not be deflated. The balloon was 20% deflated and 80% inflated. The device was then retracted to the 5f guiding catheter and strong resistance was encountered. The device was removed intact. It was reported that the ration of contrast to saline was "12 and 8". Another promus element stent was placed on the distal side of the lesion and the procedure was completed. No patient complications were reported and the patient¿s status was good.